Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. After reviewing the DHR for all material, components and assemblies, no discrepancies were found that could be related to the complaint condition. The polyaxial head was returned with the collet assembled inside it. Two of the six flanges around the base of the collet were broken off and not returned. The anodize is scratched on the top surface of the polyaxial body. The design is adequate and the complaint condition is due to mis-use. Therefore this complaint is invalid.

Event description:
It was reported that during a procedure the collet inside the matrix top loading polyaxial head broke. The head would not go on the screw with hand pressure and the surgeon used a mallet to place the head. When he hit the head two pieces of the collet broke off. The surgeon retrieved the pieces from the patient and they were discarded. A new head was used and the procedure was completed with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: matrix is a modular design and the head is designed to be capable of being removed from the bone screw in case of damage or change in surgical preference. If the head needs to be reassembled or changed on the bone screw, the polyaxial head placement tool,part number (p/n) 03.632.037, is provided in order to put the polyaxial head on the bone screw. Based on the report details and examination of the part, it appears that the surgeon attempted to place the head on the screw by hand and then struck it with a mallet at which time part of the collet broke. The proper technique, as detailed on page 34 of the technique guide ((B)(4)) is to use the polyaxial head placement tool, p/n 03.632.037, to properly assemble the head without damaging it. The condition is due to not using the proper instrument and technique and not due to the design. (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).